Manufacturer narrative:
No patient involvement. The system check failure mode evidenced by data provided by the customer and the nature of the reported quality control issues are consistent with compromised substrate delivery. Replacement of the substrate probe resolved these issues. The cause of this event was a malfunctioning substrate probe.

Event description:
The customer reported quality control results which were outside the customer's established ranges for multiple assays had been obtained on the laboratory's access 2 immunoassay system (serial number (B)(4)). During guided troubleshooting with a beckman coulter cts (customer technical specialist), the customer performed multiple system checks which failed. The cts instructed the customer in the proper replacement of the system substrate probe to resolve these issues. The customer did not report obtaining any erroneous patient results. There was no report of patient injury or change in patient treatment associated with this event.